Event description:
I recently purchased a product called icy hot heat therapy, an air activated heat patch made by chattem co. I have previously used their icy hot patches on my lumbar area for pain relief with no adverse effects. Approximately 4 hrs after applying patch -which can be worn for 8 hrs according to directions- the patch went from feeling comfortably warm to feeling extremely hot, when I removed the patch some of my skin came off and now I have redness and some blistering and sore, open areas where patch was. I went to the chattem website to report this but there is no system in place for notifying them. I feel this product could be extremely harmful to others.